Manufacturer narrative:
Evaluation summary: it was caused due to an excess force on the u/d pulley wire. We received the defect and conducted the following investigation and repair. Observations: u/d pulley wire rupture, ccd driver pcb malfunction. Repair. Replaced the u/d pulley wire, r/l pulley wire, ccd driver pcb. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Pulley wire ruptured. Last mahor repair (without pulley wire!) 2020-04-08.